Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an excessive re-charging issue of the ipg. The data base analysis revealed a change in depletion and suggested signs of premature battery depletion.

Manufacturer narrative:
UDI= (B)(4). Date of event: (B)(6) 2015.

Event description:
A report was received that the patient had an excessive re-charging issue of the ipg. The data base analysis revealed a change in depletion and suggested signs of premature battery depletion.